Manufacturer narrative:
The amplatzer pfo occluder was received in the postmarket surveillance lab and was decontaminated. The occluder was grossly and microscopically examined, and the majority of the occluder was covered in tan/white tissue. A review of the device history record was not possible since the serial number was unavailable. The cause of the reported event remains unknown.

Manufacturer narrative:
UDI: unknown since the batch/lot number was not provided. (B)(4).

Event description:
On (B)(6) 2017, the patient presented to the urgency room with chronic pericardial effusion, which had been previously diagnosed. The patient was 11 years post-implant of the amplatzer pfo occluder (pfo) (model and batch/lot number unknown). The surgeon elected to explant the pfo as he indicated the device was eroding the right atrium (ra) and compressing into the aorta. It is also reported that as no damage was done, an aortic repair and ra repair were not necessary. The patient was reported to be stable postoperatively.